Event description:
The following information is provided based on medical records provided to medtronic. Medtronic has not independently verified the accuracy of any statements found in the records. Additional information received from medical records reported that the lead was passed in the epidural space and an x-ray was taken. The lead was centered over t8 and t9 vertebral bodies and appeared to be midline. The leads were then anchored to the fascia with anchors and sutures. When the device was implanted impedances were checked and found to be correct. On day of the implant, the patient complained of numbness in the right arm and pain in the lumbar area and right leg. A foley was in place. The patient reported that the right lower leg was very sensitive to touch and there was tingling in the left hand. On (B)(6) 2010 there were diminished breath sounds on the right lower, left lower, and right middle locations. There was partial range of motion on the right leg. On (B)(6) 2010 the patient reported the pain intensity was 8- hurts whole lot then went down to 5 the following day. There was no redness, edema, or leakage. CT showed the nerve stimulation device with the tip in the lower thoracic spine. On (B)(6) 2012, an office visit note reported the patient said her pain intensity was at a 6-hurts even more and was generalized. The records said the acceptable pain intensity was 5. Between (B)(6) 2012 and (B)(6) 2013, the patient had multiple diagnostics performed including: complete blood count (cbc), comprehensive metabolic panel (cmp), microalbumin urine, thyroid stimulating hormone, glycohemoglobin test, and lipid profile.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer received medical records which reported that on (B)(6) 2010, the device was implanted. A t10 laminectomy and carried out and a lead was placed overlying the t8 and t9 vertebral bodies. The patient stimulator was not initially turned on, once again to allow the patient some time to recover from the surgical procedure. The stimulator was then activated on (B)(6) 2010 and proved to be in the correct location. The patient felt paresthesia in the areas of where she normally had pain. The patient at this time was changed from IV narcotics to a fentanyl patch. The patient complained of uncontrollable muscle movements and left upper extremity being swollen. IV was removed per orders and the patient had no needs. The patient had a CT and scheduled medications were given. Her adjunctive medications were continued, and she was allowed to start ambulating. All of her pain was completely controlled with a combination of the stimulator, the fentanyl patch and the adjunctive medications. CT head scan showed no intracranial abnormality. Upper extremity venous doppler showed no deep venous thrombosis in the left upper extremity. There was edema in the posterior left forearm. The patient was very pleased with the outcome of the surgery and was discharged home on (B)(6) 2010, to be followed up as an outpatient. A day later it was reported that there was swelling in the abdomen and lower extremities. There was also abdominal pain. The patient was up on her feet a lot today, due to her being unable to get comfortable. The patient was sent home with ultram pre-pack. The patient dealt with the pain and swelling for 3 days and went in to the emergency room (ER) on (B)(6) 2010. She had a CT of abdomen, and ultrasound of the legs was negative. Constipation was noted. D-dimer was slightly high, white blood cells slightly high and liver function tests (lfts) were slightly high. She was improved, with not as much abdominal pain and was still bloated and had leg swelling. She still had mild shortness of breath. Staples needed to be taken out. The back was healing ok. The nerve stimulator seemed to be helping. On (B)(6) 2010 a CT angiogram chest showed no pulmonary emboli but there was mild bibasilar atelectasis. On (B)(6) 2010 the patient still had swelling during the follow-up. She felt like she was swollen all over. The patient never went to the pharmacy to pick up the script. The swelling was worse in the hands, feet, legs and face. The legs were hurting from the swelling. The doctor stopped the topamax. The shortness of breath was better and the back pain was improving. She was just mainly miserable from swelling. She was "not eating much- no taste". Her weight was up due to fluid and her bowels were fair. She did get cleaned up but the bowel regimen was adjusted to get regulated. On (B)(6) 2010, there was still swelling at the follow-up. The nerve stimulator did not seem to be helping. They were still trying to adjust the settings. The swelling was better and that day was the last day of lasix. There were no problems with lasix and her pain specialist added potassium, which she had been on it for 2 days. On (B)(6) 2010 the patient presented with back pain, which was about the same. The right hip pain was worsening. She had it for years but now it was getting much worse. She had injections before, which helped a little. The hip would lock up. There was swelling and it was better as long we she kept her feet up. There were only occasions of shortness of breath. On (B)(6) 2010, the patient presented with back pain that was about the same and still had hip pain but has not gotten an x-ray yet. On (B)(6) 2010, the patient had persistent and worsening right hip pain. A right hip x-ray found moderately severe osteoarthritis involving the right hip joint. On (B)(6) 2011 the patient had shoulder pain that had an onset 3 days ago. Oxycodone "makes her itch," which was started in april. The doctor was trying different pain medications. The patient was crying, had upper extremity tenderness and limited range of motion. There was pin elicited when shoulder motion was attempted. There was no evidence of dislocation on physical exam and without trauma or strain. The indication for x-rays was not present. There was possible bursitis. It was reported that on (B)(6) 2011 the stimulator had not helped. The patient had chronic pain and was on duragesic 100 mcg patch and used vicodin as needed. Also took lyrica, naproxen, and flexeril. There was right shoulder pain. There was no history of injury. She felt a pulling sensation of her right face and front/top of shoulder and anterior upper arm on the right. There was no numbness or tingling. The hand and arm were swollen. The right arm was weaker. They went to the emergency room (ER) and was given a non-narcotic shot and 1 prednisone pill. All of her pain medications were really not helping this pain. The patient also had chest pain. Enzymes were negative and electrocardiogram was negative. The chest pain lasted 2-4 minutes and was associated with shortness of breath and diaphoresis. Upper extremity venous ultrasound showed no evidence of venous thrombus. On (B)(6) 2011 a doctor ordered a CT scan thoracic spine post myelogram. Impressions included small left posterior broad-based disc herniation at t7-t8 produced mild central spinal stenosis. The disc abutted and appeared to flatten or slightly indent the cord at this level perhaps exerting some mass effect upon the cord. There was diffuse degenerative disc disease. There was curvature of the thoracic spine and multiple mild vertebral body compression fractures of unknown ages. A lumbar myelogram impression included slight indentation upon the anterior thecal sac at the l4-l5 level, suggesting a mild broad-based posterior disc bulge. On (B)(6) 2011 the patient presented with anxious/fearful thoughts, depressed mood, difficulty concentrating, difficulty falling asleep, difficulty staying asleep, diminished interest or pleasure, easily startled, excessive worry, fatigue, feeling of guilt, racing thoughts, restlessness, and thoughts of death or suicide, but denied compulsive thoughts, decreased need for sleep, feelings of invulnerability, increased energy, hallucinations, paranoia or poor judgment. The depression was aggravated by conflict or stress, lack of sleep, social interactions, traumatic memories and winter season. The depression was associated with chronic pain, headache, irritability and sweating. The patient denied any nausea, trembling, urinary frequency and vomiting. The patient was upset and crying it was very hard to her to go to the clinic. The depression was much worse. She spent most days in bed due to pain and depression. She had not been to her pain specialist in a while &#63497;n part due to the 4-hour drive which increased her pain and he did not seem to be helping. The patient continued with incontinence. On (B)(6) 2012, the patient presented with symptoms of excessive daytime somnolence, severe fatigue, severe sleepiness, snoring, waking up gasping for air and kicking legs during sleep. The epworth sleepiness scale was 8 (less than 10 was normal). In the post sleep questionnaire, the patient reported having slept the same as usual. On (B)(6) 2012, the patient still had chronic depression and continued with effexor. The patient was strongly encouraged to see psychiatry and go to the ER if worsening or suicidal thoughts. On (B)(6) 2012 the patient presented to the clinic that her low back block was wearing off and she would need to follow up with her pain specialist. The patient had a history of arthritis/arthralgias. On (B)(6) 2012 the patient presented with myalgia and myositis. The family clinic was going to prescribe pain medications. It was noted that the p patient had fallen and landed on her back. No known injury. Her pain doctor was refusing to refill any of her narcotics as she was getting some from her family clinic. Her block from 4 months ago was wearing off. On (B)(6) 2012 the patient presented myalgia and myositis. They continued the same medications and was going to add trazodone 50 mg at bedtime to see if it would help with pain and sleep and ambien for now. The patient had chronic lumbago. The patient was hurting everything. Back seemed to be waked up and the block had worn off. The patient had not seen the pain specialist in many months. She took percocet 6 per day " 1 every 4 hours and duragesic patch at 75 mg. She did not sleep well. On (B)(6) 2012, the patient presented with depression that was about the same and fibromyalgia with pain that was about the same. She was trying to deal with the pain and so staying at home helped. She needed a refill of the oxycodone. On (B)(6) 2013 the patient presented with depression that was about the same. The patient was having new back pain that started in the left flank and would spread muscle spasms up the back and down the left leg. It would come and go and last 2 days. It would come back if she did much activity. The patient could not have an MRI due to the stimulator. It continued with pain radiating down the left leg across the knee to the top of the left foot. No new injury. On (B)(6) 2013, the patient presented with chronic low back pain and neck pain. The patient was going to be referred to neurosurgery for their opinions of further management as they did not feel further increase in narcotics would give much benefit. They checked l/s spine series and lumbar and cervical spine x-rays were ordered. The patient had neuropathy and the doctor did not feel comfortable with increasing lyrica further. The back pain problem was worsening and it occurred persistently. Her pain medications were not getting rid of the pain. She still had some pain in her back. It was noted that the nerve stimulator pack was not holding a charge. Her feet were swelling and felt like they were on fire. Her feet had been burning. They also swelled if she was on them very long. The pain was on the top of the feet. She was on duragesic 75 and percocet as needed. Her arms would go to sleep easily and get numb and tingle. The patient was using medical marijuana. Her depression was flaring. The cervical spine x-ray report showed advanced degenerative changes of the c3-4 level. There was coexi stent right-sided neural foraminal narrowing. The lumbar spine x-ray report showed moderate degenerative change throughout the lumbar spine. No instability appreciated. There were extensive post procedural and postoperative changes. The patient complained of neck pain and her hands would go intermittently numb. She had left thoracic pain which certainly might be related to her stimulator. She had low back pain with radicular pain in her lower extremities and her feet would go numb. It was the doctor's impression that further surgical intervention was not likely to help the patient since she had never really had improvement from her past operations and she had been chronically disabled and on chronic narcotics and other medications for a very long time. It was certainly possible her thoracic pain could be related to her stimulator lead placement. The doctor was very reluctant to do any further studies since she really had no neurologic deficits. The doctor's advice was to refer her to one of the pain doctors. On (B)(6) 2013, the patient presented with the pain being about the same. There was no real change in medications and she wanted a second opinion. Her depression was doing better and she was not suicidal. On (B)(6) 2013, the patient presented with suicidal ideation worsening due to pain but over all she seemed to be doing better than a few months ago. There was still chronic low back pain. The patient had weakness with onset 2 months ago. The right leg was very sensitive to touch and cold. The right leg was getting weak. The right leg was hypersensitive. The patient's relevant medical history includes other chronic/intractable pain (trunk/limbs).